Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high and low blood glucose level. The customer's blood glucose levels were 44 mg/dl, 32 mg/dl, 48 mg/dl, 300 mg/dl to 400's mg/dl. The customer stated that they treated high blood glucose level with shots. The customer mentioned that the retainer ring on the reservoir compartment was broken off. They mentioned that the reservoir was not able to lock in place. The customer declined troubleshooting for high as well as low blood glucose level. The insulin pump was not on auto mode at the time of the incident. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.